Event description:
The user facility reported that during a diagnostic colonoscopy, horizontal lines were observed on the screen while in use. The image reportedly was completely lost, and in turn, failed to retrieve the image. The procedure was completed with a similar device (serial number unknown) with no allegation of patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation found the image intermittently flickering and smearing with rainbow spots and horizontal lines when the electrical connector was manipulated. A small leak was found at the air/water nozzle. There were fluid stains and residue found on the exterior part of the electrical connector mouthpiece and contact pins, which most likely was the cause of the image problems. There was also evidence of a previous fluid invasion inside the endoscope connector. There were severe buckles, scrapes and peelings/cracks on the insertion tube and light guide tube. Repeated fluid invasions and/or physical damage likely contributed to the reported event. This report is being filed as an MDR, in an abundance of caution. Additional comments: the device instruction manual advises users how to perform leak testing, and further advises users not to use the device if a leak is detected.